Manufacturer narrative:
294803 evaluation statement: the reported event of pcu screen damage could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. *photos were added to the file on (B)(6) 2019. The photos confirm the damage to the pcu screen and shows it is from the pump module door. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
The customer reported pcu screen damage caused by the pump door opening. Although requested, no further information has been received.